Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed, upon eval the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside of th rear 2 therapy electrode. The root cause for the intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During routine servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.